Event description:
It was reported that the user experienced low blood glucose when announcing meals while using the ilet bionic pancreas and believed the system was delivering too much insulin; the user requested guidance on correction strategies and potential target range adjustments, and oral glucose was used to treat events. Symptoms included hypoglycemia. Outcomes included temporary impairment requiring self-treatment with fast-acting carbohydrates. Investigation included complaint intake, user troubleshooting, and education. Investigation of this case revealed no device malfunction was identified and the cause of hypoglycemia remained unclear based on available information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.